Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the skin irritation/scarring. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient visited the emergency room (ER) due to swelling and irritation at the insertion site. The patient's blood glucose rose to 17 mmol/l (306 mg/dl) while wearing the pod for 72 hours or longer. The doctor confirmed scar tissue developed at the pod site and advised the patient to no longer apply pod's at that site. No treatment was provided at the ER. The pod was discarded.